Manufacturer narrative:
A complete lead was returned in one piece measuring 52.0 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for device upgrade, high capture threshold and low sensing were observed on the right ventricular lead. The lead was explanted and replaced. Patient's condition was stable before, during and after the procedure.